Manufacturer narrative:
The test strips were received for investigation. Section d9 was updated. No visual signs of damage or contamination were observed on the returned vial. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The inform ii meter serial number is (B)(6). The cgm device is a dexcom. Qc was performed on the inform ii meter before the event. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results between an accu-chek inform ii meter and a patient¿s continuous glucose monitor (cgm). The patient wanted to compare the result from their cgm to the inform ii meter. At 1:56 p.m. The result from the patient¿s cgm device was 177 mg/dl. At 1:58 p.m. The result from the inform ii meter in question was 269 mg/dl. At 1:58 p.m. The result from a different inform ii meter was 223 mg/dl. The patient believes the result from their cgm device is correct. The customer believes the inform ii meter is correct.